Event description:
It was reported that a patient felt a burning sensation after a mr exam. The patient required treatment in the ER.

Manufacturer narrative:
The patient sustained burns resulting from contact point heating due to inadequate patient padding, which allowed the patient's arm to directly contact the bore wall. The fe performed a system performance test and the test passed. Hence the system was operating within specification.